Manufacturer narrative:
See manufacturer report # 2029214-2022-01544 for the rist catheter involved in the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a rist catheter 106f-071-95 kinked and ruptured intact in the middle. A micropuncture was used using ultrasound for access in the right radial artery. A 6 french sheath was placed in the right radial artery. At this point a rist guide catheter over a simmons select over an 035 glidewire was then brought up into the aortic arch and used to selectively catheterize left common carotid artery. Under roadmap guidance the guide catheters brought up into the distal external carotid artery and internal maxillary artery. Ap and lateral runs were performed demonstrating location the middle meningeal artery. Under negative roadmap guidance initially a mini scepter with a balt hybrid wire was attempted but this was unsuccessful. At this point a headway duo 156 over a synchro 2 microwire was then used to access the middle meningeal artery. This microcatheter was brought all into the distal portion of middle meningeal artery. Under negative roadmap imaging we were able to inject onyx 18 and embolized the vessel success fully. During removal of the microcatheter, catheter fractured and the fracture portion of the catheter was removed from the guide. A significant portion of the microcatheter was left in place from the middle meningeal artery all the way down into the common carotid artery. Because of this a 7 mm snare was attempted to try to retrieve part of the catheter. During this attempted part of the catheter was also fractured off but it was noted that the guide catheter from the radial approach had kinked and was the cause of the likely fracture of the microcatheter. At this point multiple attempts were used to try to straighten of the guide catheter and an 8 french sheath was placed in right common femoral artery. Tracstar guide catheter over a simmons select guide catheter over an 035 glidewire was then brought up into the aortic arch and used to select and catheterize left com on carotid artery. Under negative roadmap guidance the guide catheter was also brought up into the external carotid artery and multiple attempts using a combination of snares was done to try to grasp the microcatheter. This was unsuccessful. At this point our attention was then turned back to the radial guide catheter and an 035 was used to reduce the kink and fracture catheter and a 2 mm there was then brought up to the radial ri st guiding used to select the fraction into the microcatheter successfully. Under right visualization this was then removed and the entire fragment of the microcatheter was removed from the head. Both guide catheters removed. Injections were done in both the internal and extra carotid artery to confirm that there was no middle meningeal artery and there was no other signs of stroke. The guide and sheath were withdrawn and puncture site hemostasis obtained with radial artery band. The femoral access site was closed with an 8 french angio-seal. The patient was undergoing embolization of the middle meningeal artery for treatment of subdural hematoma. Radial access vessel. Patient symptoms or complications were unknown.  Ancillary devices: glidesheath slender radial access 6f stainless steel (80-1060) sheath, headway duo microcatheter, glidewire peripheral guidewire, hydrophilic coated, standard, 3mm flexible angled tip (gr3508) guidewire, onyx 18 les (b355318) liquid embolic additional information received reported that the microcatheter fracture occurred after successful embolization, and a significant portion of the catheter was left inside the vessel. This was likely related to a kink in the rist guide catheter. After multiple retrieval attempts, the other catheter fragment was removed with no evidence of patient defects. Corelab imaging from the procedure showed severe onyx cast in the veins. Additionally, it was reported that the patient had experienced vasospasm in the middle meningeal artery during the procedure. The patient was treated with 10mg ia verapamil, and the vasospasm recovered/resolved. The vasospasm was not the result of a device deficiency, and the site assessed it as not related to the device and caused by the procedure. The patient did not result in a decline in the patient's mrs score, and the event was not associated with a seizure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported lesion characteristics: left side chronic sdh, parietal, 22 mm thickness, homogenous. Vessel tortuosity was normal. No acute events. Patient is recovering very well.procedural angiogram, 24 hour CT was conducted. During removal of the microcatheter, catheter fractured and the fracture portion of the catheter was removed from the guide. A significant portion of the microcatheter was left in place from the middle meningeal artery all the way down into the common carotid artery. Because of this a 7 mm snare was attempted to try to retrieve part of the catheter. During this attempted part of the catheter was also fractured off but it was noted that the guide catheter from the radial approach had kinked and was the cause of the likely fracture of the microcatheter. At this point multiple attempts were used to try to straighten of the guide catheter and an 8 french sheath was placed in right common femoral artery. Tracstar guide catheter over a simmons select guide catheter over an 035 glidewire was then brought up into the aortic arch and used to select and catheterize left common carotid artery. Under negative roadmap guidance the guide catheter was also brought up into the external carotid artery and multiple attempts using a combination of snares was done to try to grasp the microcatheter. This was unsuccessful. At this point our attention was then turned back to the radial guide catheter and an 035 was used to reduce the kink and fracture catheter and a 2 mm there was then brought up to the radial rist guiding used to select the fraction into the microcatheter successfully. Under right visualization this was then removed and the entire fragment of the microcatheter was removed from the head. Both guide catheters removed. Injections were done in both the internal and extra carotid artery to confirm that there was no middle meningeal artery and there was no other signs of stroke.

Manufacturer narrative:
Upon further review, this event is a duplicate of manufacturer report # 2029214-2022-01553. Any supplemental reports will be submitted in 2029214-2022-01553. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.